Event description:
It was alleged that while nurse was priming the set, she noticed that the accuslide was not functioning properly and reported the set as having a "broken clamp". There was no resultant pt complication.